Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 47mm diameter thoracic aortic aneurysm. The aortic neck diameter was 28-29 mm and its length was 21mm. The length of the aneurysm was 36mm. It was reported that the valiant stent graft was implanted in zone 2 of the aorta. Due to severe rheumatism and a bent shape of the body, the physician decided an axillo-axillary bypass would be difficult to perform and decided to perform simple closure. The device was deployed from the lcca (left common carotid artery) due to patient anatomy. During the procedure a type ia endoleak was detected, and the procedure was prolonged to perform touch-up using a reliant catheter. It was reported that after returning to ICU, the patient complained of chest pain and a CT exam showed a type a dissection. A blood vessel prosthesis implantation was performed from the ascending aorta to the aortic arch. At the distal end, the bare stent portion of the implanted valiant was cut and anastomosed to the graft. It is reported that this resolved the event. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient will be monitored by their physician.